Event description:
PICC (peripherally inserted central catheter) line leaking at insertion site. Removed and inspected. Transverse crack noted along PICC line at 6cm mark. New PICC line inserted for patient to continue IV therapy.